Event description:
Customer reportedly received a reading of 134 mg/dl at 7 am and took 6 units humulin r insulin which is her normal dose. Customer then reportedly received a reading of 460 mg/dl at 10:30 am and took 10 units of humulin r insulin based on that reading. Customer reportedly became dizzy and confused within 10 minutes; her daughter drove her to the ER where she tested with a reading of 50 mg/dl at 11 am and was treated with "glucose liquid". Requested return of the alleged device for evaluation and replacement was sent.